Manufacturer narrative:
Visual examination of the complaint device found that there were no issues noted to the device. Functional analysis was performed and found that the gauge needle would not move from 0 atm when attempting to pressurize the device to 10 atm for 30 seconds. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is handling damage. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilation procedure performed on (B)(6) 2016. According to the complainant, during preparation, the gauge was not showing any pressure. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilation procedure performed on (B)(6) 2016. According to the complainant, during preparation, the gauge was not showing any pressure. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.